Event description:
Pt to infuse vancomycin 675 mg in 150 ml nacl 0.9% via baxter intermate lv 100 ml/h. Tip separated from tubing at connection junction. Date of use: 2009. Diagnosis: cystic fibrosis exacerbation.